Manufacturer narrative:
Type 2 diabetic on vgo for 3 years reported that she went to the hospital to get insulin, since she has not been able to fill the vgo using the ez fill. Patient reports that insulin was leaking out the back of the ez-fill and not entering the vgo. Neither the vgo device nor the ez fill accessory were returned for evaluation. Root cause cannot be determined with the information provided.

Event description:
Type 2 diabetic on vgo for 3 years reported that she went to the hospital to get insulin, since she has not been able to fill the vgo using the ez fill. Patient reports that insulin was leaking out the back of the ez-fill and not entering the vgo. The patient was taken to the emergency room for blood glucose management on (B)(6) 2018 but was unable to provide her blood glucose values. Patient was discharged to home after IV fluids and insulin injections were administered. Patient has returned to using vgo at this time and states her blood glucose is fine now. Neither the vgo device nor the ez fill accessory were returned for evaluation.

Manufacturer narrative:
Date corrected. Initial reporter corrected. Health professional: no checked. Non healthcare professional. Follow up #1.